Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Customer states that the brake assembly has jammed and will not engage. MDR filed.